Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormone problem never end") and weight increased ("weight gain") and experienced amenorrhoea ("no period"), fatigue ("fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), palpitations ("heart palpitations"), depression ("depression") and menopause ("borderline menopause"). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the medical device removal, hormone level abnormal, amenorrhoea, fatigue, weight increased, arthralgia, alopecia, palpitations, depression and menopause outcome was unknown. The reporter considered alopecia, amenorrhoea, arthralgia, depression, fatigue, feeling abnormal, hormone level abnormal, medical device removal, menopause, palpitations and weight increased to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('tubes and coils removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormone problem never end") and weight increased ("weight gain") and experienced amenorrhoea ("no period"), fatigue ("fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), palpitations ("heart palpitations"), depression ("depression") and menopausal symptoms ("borderline menopause"). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the salpingectomy, hormone level abnormal, amenorrhoea, fatigue, weight increased, arthralgia, alopecia, palpitations, depression and menopausal symptoms outcome was unknown. The reporter considered alopecia, amenorrhoea, arthralgia, depression, fatigue, feeling abnormal, hormone level abnormal, menopausal symptoms, palpitations, salpingectomy and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received.events were added: amenorrhea, weight increased, fatigue, arthralgia, fatigue, alopecia, depression, heart palpitation, feeling abnormal, menopause. Age group of patient was added. Reporter and start/stop date of product were added. Product tab was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("tubes and coils removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormone problem never end"). Essure was removed. At the time of the report, the salpingectomy and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and salpingectomy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.